Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that they got the interstim taken out because they had other things need to be taken care off. The patient stated that the ins didn't do what they thought it was going to do, no matter how they increased it they didn't get stimulated and their symptoms didn't get addressed. The patient also stated that the ins helped at first, but then it stopped working, it wasn't effective anymore, and they were having to use more medications. The agent documented reported events.